Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the graphic user interface (gui) printed circuit board (pcb), and, have a service engineer download the software. Covidien now, medtronic, was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, half of the ventilator's display went black. There was no harm to the patient as a result of the event.